Manufacturer narrative:
(B)(4). Unit had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, and displacement test or verify low battery alarm and unable communicate to sensor simulator/bg meter due to unresponsive button.

Event description:
Information received by medtronic indicated that the insulin pump rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.